Event description:
It was reported that this health care professional requested episode review due to a patient heart rate in the 30's and suspected loss of capture on all channels. A boston scientific (bsc) technical services consultant noted the presenting showed mostly as/bivp with premature ventricular contractions (pvcs). Some of the pvc's had retrograde p-waves that fall in refractory resulted in atrial pacing. The most recent right atrial automatic threshold (raat) test was successful with a threshold of 0.8v @ 0.4ms. Additionally, the most recent left ventricular automatic threshold (lvat) test was successful. However, a high threshold measurement of 5.0v @ 0.4ms was noted. Despite the high lv threshold, the lv lead appeared to be capturing on the presenting electrogram (egm). The caller requested a bsc field representative to perform interrogation to verify appropriate capture on all leads. This system consists of a bsc implantable device and atrial lead with competitive right ventricular and lv leads. All products remain in service and no adverse patient effects were reported.

Manufacturer narrative:
The bsc local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.